Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the ins was dead. The patient needed an MRI and it was unknown if it was related to the device or therapy. No additional information was received from the manufacturer representative. It was reported that the patient's ins was going to be removed. The reason the ins was dead was because the patient hadn't used to charged the ins in 2 years. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was explanted and replaced on (B)(6) 2018. It was noted that the device was discarded. No further complications are anticipated.